Event description:
The hospital tech reported that the sys footswitch did not work. The co svc rep was sent out immediately to replace the footswitch. The pt was already on the operating table. It was stated that the case was delayed 1 hr 20 mins. There was no pt injury reported. Add'l info rec'd stated the footswitch fell down and needed to be replaced. The woke the pt (general anesthesia) without having undergone surgery. The surgery was cancelled, and the following surgery was not performed.

Manufacturer narrative:
The co svc rep did not examine the sys. The footswitch was replaced. A review of the complaints for the last 24 mos did not indicate any add'l reports for this sys. There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time.